Event description:
It was reported that the temperature sensing foley catheter leaked from an unknown location.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the sample noted one opened (without original packaging) meter bag with silicone temp sensing catheter and sample port connector with tamper evident seal intact. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. Active length of the catheter balloon was measured (0.7195") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 16 fr. A potential root cause could not be found since the reported event was unconfirmed. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Corrections: d1, d2, d4, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter leaked from an unknown location.